Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous left subclavian vein. After an unspecified guidewire crossed the lesion, a 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. Upon the first inflation the balloon ruptured at 4 atmospheres for 5 seconds. The ruptured balloon was completely removed from the patient. The procedure was completed with a 7mm - 40mm non bsc balloon catheter. No patient complications were reported and patient's status was good.